Event description:
It was reported that, during a pulsed field ablation procedure when the loop catheter was connected significant interference was observed and the electrical signals could not be clearly displayed. A interface cable was replaced, but the issue persisted. Upon closer inspection, a gel-like substance was observed inside the catheter tail end, and poor contact at the catheter tail end was identified as the reason the electrical signals were unclear. The catheter was replaced to continue the procedure. It was further reported that a second loop catheter was then used and the same interference and unclear electrical signal display occurred. The catheter was replaced again, and a third catheter functioned normally after connection, allowing the procedure to be completed successfully. No patient complications have been reported as a result of this event..

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.